Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
Additional information received indicated that the pacemaker was explanted due to premature battery depletion. No additional adverse patient effects were reported. It was reported that the battery life of this pacemaker device previously showed three and a half year remaining longevity. During the recent check, the device showed seven months remaining longevity, analysis showed that the battery diagnostic data indicated that the power consumption of this device had been increasing during the past year. The malfunction appeared consistent with other pulse generators that have had continuous average power increases. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Additional information received indicated that the pacemaker was explanted due to premature battery depletion. No additional adverse patient effects were reported. It was reported that the battery life of this pacemaker device previously showed three and a half year remaining longevity. During the recent check, the device showed seven months remaining longevity, analysis showed that the battery diagnostic data indicated that the power consumption of this device had been increasing during the past year. The malfunction appeared consistent with other pulse generators that have had continuous average power increases. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery life of this pacemaker device previously showed three and a half year remaining longevity. During the recent check, the device showed seven months remaining longevity, analysis showed that the battery diagnostic data indicated that the power consumption of this device had been increasing during the past year. The malfunction appeared consistent with other pulse generators that have had continuous average power increases. As of this time, the device remains in service. No adverse patient effects reported.